Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to retrieve additional information on this event and on the device disposition after the explant. However, no further information has been received to date. Based on the available information, the root cause of the reported event cannot be determined at this time. However, per the document review performed, no manufacturing nor quality deficits were identified. Should the manufacturer receive additional information in the future, a follow up report will be provided.

Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer was informed on this event through the device tracking database. Based on the information reported on the patient registration form, on (B)(6) 2010, a patient received a carbomedics top hat mechanical valve s5-021. On (B)(6) 2020, the device was explanted and replaced with a perceval sutureless aortic valve pvs21. No further information is presently available.